Event description:
During a procedure to treat persistent atrial fibrillation, a farawave nav catheter and an optimap cortex catheter were used. The left atrial portion of the procedure was completed using the farawave catheter after pulmonary vein treatment. The farawave catheter was then removed, and the optimap catheter was inserted to visualize sources above 25%. The left atrial portion was completed without issue. After repositioning the faradrive sheath into the right atrium and reintroducing the farawave catheter, the patient experienced an approximately 15-second episode of heart block during right atrial mapping. Ventricular rhythm returned spontaneously without intervention, and mapping was continued with caution. The farawave catheter was exchanged for the optimap cortex catheter. The first optimap image set was successfully obtained, and three sources were ablated. When optimapping was attempted again, the optimap catheter could not be visualized. Troubleshooting was performed, including verification of all system connections and restarting the opal session, but visualization could not be restored. The optimap catheter was removed, and the farawave catheter was reinserted to recreate a new right atrial field map. The farawave catheter was again exchanged for the optimap catheter. The first post-ablation map displayed an additional source, although the map appeared slightly shifted. The physician proceeded with treatment based on the marked location. A second set of post-procedure maps was attempted, but the optimap catheter again failed to visualize. For patient safety, the procedure was stopped early, and the final post-procedure maps were not completed. The patient recovered fully without further issues.